Event description:
I developed a severe skin rash including redness, etching and blistering from adhesive from dexcom sensor. I had been using the product previously without any issue. When I called I have reported this issue to my endocrinologist and np. My np reports many patients with this same issue. This is a consumable device replaced every 10 days. The dexcom support line regarding the issue the customer rep did tell me that there had been a change in the adhesive used. I have no other skin sensitivities. Dexcom chat lines indicate many users of the product with the current adhesive are having issues with the new adhesive. Despite using skin-prep, tegaderm barriers and a steroid spray, the problem persists.